Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative the handpiece overheated. There was no patient impact.

Manufacturer narrative:
(B)(4). MFR. Rec: 11/14/2016 . Device evaluation has been completed. Pre-repair temperature testing was performed for the device. The following are the pre-repair temperatures: rear ¿ 92 degrees f, middle ¿ 96 degrees f and nose ¿ 93 degrees f. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.